Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left thoracoscopy , while the staple load was inserted into the chest and closed on tissue, it would not fire. The surgeon was able to press the green button and was able to squeeze the handle. It was removed and replaced and the stapler handle functioned normally after. There was no patient injury.